Event description:
Programming history was reviewed for the patient's device, as the device had recently been explanted due to lack of effectiveness for seizure control. In review of the programming history, it was observed that upon interrogation of the device on (B)(6) 2005, the eri flag was set to yes. The device had been previously programmed off in (B)(6) 2003 and the eri flag was set to no at that time. However, the next interrogation available to the manufacturer, which was on (B)(6) 2008, the device showed eri flag of no. Based on the settings of this generator and length of implant, it is not expected that the generator should have been at the end of service in 2005. The patient was followed by two different physicians. Follow up with one physician revealed that the device had been programmed off in 2003, due to lack of efficacy and it was noted that the patient had other medical issues, with no relationship to vns therapy. No further programming history is available from this physicians office. Good faith attempts to obtain additional information regarding the nature and treatment received for the other medical issues mentioned have been made, but no additional information has been received to date. In addition good faith attempts to obtain additional information, including programming history from the second physician have been made, but no additional information has been received to date. The explanted device will not be returned to manufacturer for analysis at this time, as it is the hospital policy to keep explanted devices at their facility for 7 years until releasing it to the manufacturer for analysis.

Manufacturer narrative:
Analysis of programming history.